Event description:
The pt reported charging issues between the implant and the external equipment. A boston scientific rep performed device evaluation. The problem was not confirmed. The pt's system will be explanted due to unrelated medical issues.